Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 350mg/dl with excess urination and irritability associated with a recurring occlusion issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter denied any other illnesses or conditions that could have contributed to the incident. The reporter noted that the occlusion issue continued despite changing supplies. Troubleshooting indicated that the patient was using correct technique for use of infusion sets and cartridges. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: a review of the black box indicated occlusion alarms had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no alarms occurring. The force sensor was found to be out of calibration. The force sensor was removed and tested and the resistance measurement was within specifications. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. (B)(4).